Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to undersensing and pacing not delivered when required which resulted in therapy delay of less than thirty seconds. No additional adverse patient effects were reported.